Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that, during troubleshooting, the pump was not calculating bolus amounts correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/13/2015 with the following findings: a review of the pump¿s black box history showed no errors, alarms, or warnings related to the complaint were recorded. The pump was exercised for 24 hours with no errors, alarms or warnings occurring. An ezbg and an ezcarb bolus were manually calculated; the pump correctly calculated the same amount of units. The pump¿s bolus calculation feature was found to be functioning properly. The pump¿s total daily deliveries added up correctly. A delivery accuracy test was performed and the pump was found to be delivering within the required range and delivering accurately. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.